Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2017. To resolve the reported issue, the representative replaced the monitor for the system. The navigation system then passed the system checkout and was found to be fully functional. The suspect monitor was received by the manufacturer for evaluation. Testing was able to confirm the reported issue. An inch and a half wide vertical pixelated line video line was observed near the center of the screen. Confirming an electrical issue with the monitor. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system was experiencing a distorted display where the system would display images with pink lines intermittently. No additional information was provided. There was no patient present when this issue was identified.